Event description:
It was reported that the right ventricular (rv) lead impedance alert was triggered due to high impedance and impedance measurements that were slowly rising. It was also noted the rv lead showed high threshold measurements, but it was added the thresholds had been high for many years. Reprogramming to increase the rv lead impedance alert limit is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).